Event description:
During the index procedure the patient had 1 endeavor sprint drug eluting stent implanted in the lcx. Approximately 29 months post the index procedure the patient suffered an mi. No intervention was carried out and the patient recovered without treatment. The investigator has not assessed the relationship between the device and the event.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).